Event description:
A malfunction was reported by the caller on the pump, with a malfunction code of malf 14. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted in its resetting, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue persists, acknowledging and understanding the guidance.